Event description:
A customer reported there was no vacuum flow and stopped working during the cataract procedure. All setting and systems appeared to be working fine. The fluidics management system (fms) pak was replaced and the procedure was completed. There was no report of patient harm. Additional information received from the company representative indicated there was no issue with the irrigation (fluid going in) but only had no aspiration/flow or vacuum (fluid coming out).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No flow or vacuum was reported. A used active fluidics management system (fms) in a tray was visually inspected. The sample was tested using a console. The sample could be recognized by the console. The sample primed and tuned with the centurion handpiece and the 0.9 millimeters (mm) air bypass system (abs) tip and infusion sleeve from lab stock successfully and the service data could be retrieved. The sample functioned within specification and aspiration and irrigation flow rates were within specification. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).